Manufacturer narrative:
On 6/17/2021, it was reported to mentor that the date of removal was (B)(6) 2021. On 6/17/2021, the product was returned to mentor for evaluation. On 6/20/2021, mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sm mpps dv 400cc breast implant was found to be deflated. A tear was noted on posterior view measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 12 2021 stated that the left implant was deflated. The patient underwent bilateral replacements with mentor saline implants. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on november 12, 2021: visual analysis of the returned sample determined that the sm mpps dv 400cc breast implant was found to be deflated. A tear was noted on the posterior view measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal will be (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 400cc and suffered from a bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.